Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter was reading inaccurately at 12 noon on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of ¿76 mg/dl¿ on the subject meter compared to ¿29 mg/dl¿ on a freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for accuracy. The patient manages her diabetes with insulin pump therapy. It is unclear what action she took after obtaining the alleged inaccurate result. The patient claimed that ¿straight away¿ after the start of the alleged issue, she developed symptoms of ¿speaking like she was drunk, not aware of her action and threw staff on the floor¿ which she associated with ¿hypoglycemia.¿ she reported that she self-treated her symptoms with food and sugar, at approximately 12 noon on (B)(6) 2016. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the results. However, the csr also noted that the patient had wrongly used the same drop of blood for both tests. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.